Manufacturer narrative:
Procedure was performed on (B)(6) 2015. User facility informed distributor on (B)(6) 2015 that patient was treated fro septic knee. Patient traveled to dominican republic immediately after having mi-eye procedure. Patient was treated with antibiotics and no further action required. Device was not returned for evaluation. A review of manufacturers records was performed. A total of (B)(4) devices were manufactured and all devices distributed from lot # 1508052401. Sterility results all passed fro this lot and all manufactured lots. Over 500 mi-eye devices have been distributed to date. No other complaints related to infection or sterility have been received. Unusual event is likely due to patient travel and unknown care or cleanliness in environment immediately after procedure. Infection is a known risk for any invasive procedure.

Event description:
Patient that had mi-eye procedure of the knee developed a septic knee after procedure.